Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the counter-pulsation of the cs100 intra-aortic balloon pump (iabp) was not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and determined that the issue was due to a bad connection between the monitor cable and the system. The issue was corrected by connecting the cable correctly. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the counter-pulsation of the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated field: b4, e1 (site country), e2, e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 additional information: event site postal code: (B)(6) corrected field: g2.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported. The customer reported a connection problem with the monitor.

Manufacturer narrative:
Corrected field: h6 (medical device ¿ problem code, investigation findings, investigation conclusions). Fse stated that the issue was identified as user error, because the customer incorrectly used the cable.